Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing disconnected. The following information was provided by the initial reporter: material no: 2426-0500, batch no: 20053463. It was reported that the rn opened the IV infusion tubing package and the IV tubing was disconnected at the y-site below the pump segment.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing disconnected. The following information was provided by the initial reporter: material no.: 2426-0500. Batch no.: 20053463. It was reported that the rn opened the IV infusion tubing package and the IV tubing was disconnected at the y-site below the pump segment.

Manufacturer narrative:
The customer reported ¿the rn opened the IV infusion tubing package and the IV tubing was disconnected at the y-site below the pump segment¿. Received from the customer was one unused primary set model 2426-0500 lot 20053463 with its opened original package. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. It was observed that the set¿s tubing (p/n tc10012940) was separated from the location where it connects to the outlet port of the smartsite (p/n 12274436) below and proximal to the pump segment. Further visual inspection of the set¿s separated tubing using a microscope observed insufficient solvent on the tubing. No other abnormalities were observed during visual inspection. Functional testing was not performed on the set due to the separated tubing and the leak that would occur. A dimensional analysis was performed on the set¿s tubing. In order to conduct dimensional testing a small portion of the tubing was cut near the affected area (smartsite). The outside diameter of the tubing measured 0.144¿, within the specification of 0.145¿ +/- 0.003¿. The inside diameter of the tubing measured 0.107¿, within the specification of 0.107¿ +/- 0.005¿. Equipment used (visual inspection and measurement performed on (B)(6)20). Calipers, eq02784, calibration due date: (B)(6)20. Pin gauges, eq08349, calibration due date: (B)(6)21. Optical ram-cnc, eq08204, calibration due date: (B)(6)21. Dino lite microscope, eq106199, ncr. The device history record for primary set model 2426-0500 lot 20053463 was performed. The search showed that a total of (B)(4) units in 1 lot were built on (B)(6) 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing to the smartsite outlet port due to equipment and/or operator error. The bd/nogales manufacturing facility is aware of insufficient solvent on critical joints. Corrective actions (trackwise CAPA pr 1027651) to address potential root causes and an effectiveness check plan for reduction of issue has been completed. H3 other text : see h10.